Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Rationale: CAPA not required at this time.

Event description:
It was reported that 2 needles 26x3/8 ib experienced product damage/deformation with the device still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: material no: 305110 batch no: unknown. Are you able to confirm if the issue was with the syringe or the needle? - issue is with needles only. Did the customer notice the issue before, during or after use? - before use. Description: caller reported 2 syringes inadvertently damaged. Number of occurrences - 1 time with each syringe on the same event date. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 26 g, 3/8"" needle, pn 305110. Product lot # - unavailable. Did issue cause any injury? - no. Did customer require medical intervention? - no. Resolution - distributor explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge.